Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet pump with an inset infusion set, with cgm readings up to 315 mg/dl and a confirmatory glucometer value of 314 mg/dl, following a recent site change and amid a recently diagnosed viral illness; troubleshooting included tubing test and a site-only change without observed device or supply issues, and the device problem and component could not be defined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.